Event description:
It was reported that pump displayed cartridge change error and customer could not complete cartridge load. There was no adverse impact to the customer¿s blood glucose level. Customer, with support guidance, removed cartridge, confirmed cartridge seal was intact, removed extra seal from pump connection area, cleaned area, reattached cartridge securely, and followed on-screen steps, and customer successfully completed load process and resumed insulin delivery.